Event description:
Event description guidant received information that this ventricular lead was explanted due to dislodgement, one week after the implant procedure. It was reported that this was due to the patient being non-compliant with the post procedure restrictions.